Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 39mg/dl, and her blood glucose was treated with orange juice. The caller stated that insulin squirted out during the manual prime process, and the drive support cap was flush. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and the device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test and the displacement test passed.